Event description:
During a second evaluation of this event it was decided the event should have been reported on the reported product code the stopcock came off the inflation line during use. There was no adverse impact to the pt.